Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing noted. The device had cracked case at display window corner, battery tube threads, reservoir tube lip, and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was 251 mg/dl. The customer was asked if recall he recalls any significant events leading to the alarm. The customer stated he was sleeping when he got the alarm. The customer was advised to discontinue use of the insulin pump and revert to backup plan per health care provider instructions. The customer was advised that the insulin pump will need to be replaced.